Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as obstruction in reagent probe a, level sense probe a, and cc sample probe, which was likely due to use error as a result of a sample quality issue. The fse cleared the obstruction in reagent probe a and level sense probe a. The obstruction in cc sample probe could not be cleared. The fse replaced the cc probe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous cartridge chemistry results including, glucose (gluh), blood urea nitrogen (bun) and creatinine (cr-s) on their dxc 600 pro analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment in association with this event.